Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device would not reopen once deployed. The reporter indicated there was a serious injury to the patient in mw5083324. No further information is available at this time.